Event description:
Device issue: shaft peeling. Time of device issue: during withdrawal. Adverse event: none. It was reported that the promus stent was implanted without problem. During withdrawal of the delivery system, there was significant resistance and it was noticed that the catheter shaft was damaged; thin pieces of the shaft were peeling. There were no pt adverse effects reported. No add'l info is available. You are receiving this MDR report from abbott vascular because boston scientific corp. Distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.